Event description:
The customer reported that his blood glucose was low and the paramedics were called. The customer stated that he had problems with insertion and his glucose was elevated; then he took too much insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.